Event description:
A customer contacted global technical services (gts) regarding a system error 2240 alarm on the homechoice (hc) unit during dwell 3/4. The technical service representative (tsr) instructed the home patient (hp) to close all clamps and to close the transfer set. The tsr instructed the hp to cycle power off and then back on. The hp stated the hc alarmed with a system error 2367 alarm. The tsr advised the hp to cycle power off and on again and then press go to the 'start' prompt. The tsr further explained the alarms. The hp stated a supply bag fell off the table and then disconnected. The tsr further instructed the hp to discard all supplies and to report the alarms to the peritoneal dialysis nurse (pdrn) the next morning. On (B)(6) 2010, product surveillance spoke with the hp who stated that everything had been fine since this incident. The hp stated she felt fine and was having no problems with her therapy. She confirmed the supplies were discarded and no companion sample or lot number was available. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.